Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the shaft of the cleaning brush was broken. Metal fatigue occurred due to repeated bending load applied to the shaft part and the brush broke. The event can be detected/prevented by following the instructions for use which state: ¿warning: the single use combination cleaning brush (bw-412t) is for single use. Repeated usage of this brush may cause the brush head to become bent or kinked, which could cause it to come off during use. Before and after use, confirm that the brush is free from any damage or other irregularities. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, while the gastrointestinal videoscope was being washed the tip of a (bw-412t) single use combination cleaning brush came off. The tip of the brush remained in the connector side of the subject device. The brush was used for the first time when the event occurred. The event occurred during reprocessing and there was no report of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The brush tip was in the scope and has not been retrieved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.